Event description:
This is part of a continuing legal complaint. The plantiff-pt alleges that the implant was placed dangerously close to nerve in right lower jaw, according to her, her doctors say this may cause permanent numbness; lack of feeling in lip and tingling in jaw upon removal. Implant has been removed according to info provided.